Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate atp and hv therapy for supra-ventricular tachycardia. Programming changes were recommended.

Event description:
New information received states that the device was reprogrammed to resolve the issue.